Event description:
The customer had been exercising and tested their blood glucose and recieved a result of 268mg/dl and took 23 units of insulin. The customer passed out and was found by their spouse. Pt was given apple juice and peppermint. Paramedics were called and they received a result of 117mg/dl. The customer was taken to the hospital and admitted. No controls were in use at the time. A request was made for the return of the suspect device and replacement product was sent.